Event description:
It was reported that a cartridge did not fit onto the pump and that a cartridge change error occurred. A cartridge change was performed resolving the issues. Customer¿s blood glucose level was 240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.